Event description:
The customer reported that the device apparently stopped flowing after the patient was moved and the flow could not be restarted. The unit was swapped out and when set up on a test circuit seemed to work fine. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted, when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The customer reported that the device apparently stopped flowing after the patient was moved and the flow could not be restarted. The unit was swapped out and when set up on a test circuit seemed to work fine. A getinge field service technician (fst) was sent for investigation and repair on 2023-03-27. The failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The customer confirmed that the event date is the 2023-03-24. The log files does not include the reported event date and more log files could not be provided. Further information about the related hls set could not be provided by customer. Thus, no exact root cause could be identified. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: influence due to other ultrasonic devices (e.g. Flow sensor). Bubble sensor disturbed. Connection of non-capatible sensor. Environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instructions for use (IFU) of the caridohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furhtermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The device was manufactured on 2013-04-17. The review of the non-conformities has been performed on 2023-04-05 for the period of 2013-04-17 to 2023-03-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "device apparently stopped flowing" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.